Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately nine years and four months post filter deployment, the patient presented with lower back pain. Subsequent computed tomography revealed that there was an infra renal inferior vena cava filter with multiple legs protruding outside of the vessel lumen. Four days later, a mesenteric angiogram was performed for intermittent abdominal pain. The study showed that inferior vena cava filter was identified. Therefore, the investigation is confirmed for perforation of the inferior vena cava. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 09/2011.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed in conjunction with trauma situation/motor vehicle accident. Approximately nine years and four months post filter deployment, it was alleged that the filter struts perforated into organs and the patient reportedly experienced abdominal pain. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.